Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges while going up a driveway, his scooter stopped 1/2 way, and when he went to turn around, the scooter allegedly tipped over causing the consumer to fall out.

Manufacturer narrative:
The device was returned and evaluated. The alleged events (stopping on incline and tipping over) could not be duplicated during and extensive test ride.

Event description:
Consumer alleges while going up a driveway, his scooter stopped 1/2 way, and when he went to turn around, the scooter allegedly tipped over causing the consumer to fall out.